Event description:
Elevated advia centaur xp ipth test results, were obtained by the customer on a patient samples and the results were questioned by the physician. The customer sent the patient sample to a reference laboratory and the results were lower. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and verified probe alignments and proper wash sequences. The customer's quality control (qc) results for the month of (B)(6) for the advia centaur xp, was within acceptable limits. The cause for the elevated advia centaur xp ipth results when compared to the lower test results from another laboratory and alternate pth test method, may be attributed to sample handling by the user. The samples that were sent for repeat testing to an alternate laboratory were kept at room temp for about twenty hours before they were run and may have been the contributing factor for the lower results. A siemens technical application specialist (tas) ran some samples simultaneously at another location and they agreed with the results from the advia centaur xp system. The instruction for use (IFU) in the specimen collection and handling section states the following: edta plasma or serum is the recommended sample type for this assay. The following recommendations for handling and storing blood samples are furnished by the (B)(4): collect all blood samples observing universal precautions for venipuncture. Centrifuge samples greater than or equal at 1000 x g for 15 to 20 minutes. Keep tubes stoppered and upright at all times. Freeze samples only once and mix thoroughly after thawing. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles. Correct handling of patient samples is critical to ensure the integrity of the intact pth molecule. Intact pth has been demonstrated to be labile and is susceptible to fragmentation. This instability depends on both time and temperature. The IFU notes the following for patient sample stability at room temperature: temperature, edta plasma stability, serum stability: room temperature, 8 hours, 4 hours. The instruction for use (IFU) in the limitation section states the following: " results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia, due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period."